Event description:
It was reported that during the medial patellofemoral ligament reconstruction, the anchor failed to hold and was pulled out. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 one unpackaged ar-1934bcf-2-1 suturetak®, batch 15477072, was received for investigation. Visual inspection confirmed that only the anchor and sutures were returned; the driver was not included. The anchor and sutures did not exhibit any visible damage or characteristics consistent with pull-out or mechanical overload. Functional testing could not be performed due to the damage to the device. The most likely cause of the reported failure is off-axis insertion or improper bone preparation, both of which can contribute to inadequate fixation. The complaint allegation is not confirmed, as no intraoperative imaging or photos were provided, and the returned components did not demonstrate evidence consistent with anchor pull-out. Refer to the investigation photos.